Manufacturer narrative:
The actual complaint product was returned for evaluation. The sample provided confirms at the 24 cm marked location, the tubing appeared to have expanded to form a balloon shape which burst partially causing a leakage to the tube. The root cause of the reported issue seems to be a user related problem since as per the IFU, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 02 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: b5. All information reasonably known as of 07 apr 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 12mar2025, distributor confirms the leak occurred on a portion of the tube that was inside of the patient.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 12 mar 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿patient had new onset of emesis with nasojejunal (nj) feed. After fluro (fluoroscopy), tube shown to have leak. When tube was removed, a bubble (weak point) was present at site of leak.¿